Event description:
It was reported that the nozzle of the subject device was clogged. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with what appeared to be a black rubber type of material (foreign material). This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and the foreign material was identified only as a "black rubbery material". However, a further cause could not be established or presumed. The suggested event was concluded to not be due to user handling. Olympus will continue to monitor field performance for this device.